Event description:
The customer reports the trerotola basket separated from the catheter.

Manufacturer narrative:
(B)(4). The customer returned a 7 fr ptd catheter assembly for evaluation. The ptd catheter basket was returned separated from the catheter body. Visual examination of the separated basket revealed that the catheter cable wire broke adjacent to the proximal connector assembly. No defects or anomalies were observed with the basket assembly, the catheter sheath or the catheter hub assembly. Microscopic examination revealed that both broken ends of the catheter cable wires were unraveled and stretched indicating it was stuck or pulled before the break. A kink was also observed within the sheath basket assembly and the black pebax tip remained secured to the basket. The overall length of the separated catheter measured 711 mm and the overall length of the separated basket measured 62 mm. The combined length of 30.43" is slightly higher than the specification of 29.56-29.69" per ptd catheter product drawing. However, the slight increase in length is due to stretching of the catheter before breaking. The portion of the catheter body visible protruding out of the distal end of the sheath measured 1.4 cm which is within the specification of 1.2-1.8 cm per ptd catheter product drawing. Based on these dimensional values, the ptd catheter broke directly adjacent to the basket connector and no pieces are missing. The catheter body was able to be retracted and advanced in and out of the sheath with minimal resistance. The catheter body spun as expected within the sheath when the catheter hub assembly was rotated by hand. A device history record review was performed on the ptd catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product lists warnings to ensure the exposed portion of the catheter remains straight at all times to aid in successful basket deployment. It states that the catheter assembly is not to be advanced forward during activation and not to advance the device beyond the anastomosis. It also warns that potential fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and a withdrawal rate of 1-2 cm /second is recommended when sharp radii are encountered. The reported complaint of ptd basket separated during use was confirmed through visual examination of the returned sample. The catheter was separated just before the connection to the basket assembly and the cables were unraveled and stretched indicating it was stuck or pulled before the break. A device history record review did not reveal any manufacturing related issues. Based on the time of discovery and the condition of the catheter cable wires at the break, unintentional user error caused or contributed to this complaint. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the trerotola basket separated from the catheter.